Event description:
It was reported that during an in-clinic follow-up the implantable cardioverter defibrillator (ICD) exhibited episodes of post-sensed t-wave oversensing (pstwos). The ICD was reprogrammed. The patient was in stable condition.